Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast surgery with a mentor smooth round moderate profile 350cc and experienced left deflation. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 425cc on the left side and mentor memorygel breast implant 500cc on the right side on (B)(6) 2020.

Manufacturer narrative:
On 9/15/2020, mentor became aware that multiple attempts have been made to obtain further information; however, it has not been made available. If additional information becomes available in the future, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. However, the product received is mentor smooth round moderate profile 300cc, catalog number 3501645, lot number 5538828. Follow up is in progress. Once more information is available a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).